Manufacturer narrative:
This follow-up report is being submitted to relay updated and additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported during surgery, the articular surface would not assemble between mating implants. Subsequently, the surgery was completed with a different device. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
(B)(4). Concomitant medical products: articular surface, p/n: 00596404012, l/n: 64066107. Knee-nexgen-tibial trays-unk, p/n: unk, l/n: unk. Report source foreign: (B)(6). Customer has not indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2019 - 04751.

Event description:
It was reported during surgery, the instrument would not assemble between mating implants. Subsequently, the surgery was completed with a different device. No adverse events have been reported as a result of the malfunction.